Event description:
It was reported that the insulin pump alarmed an error whenever the customer primed the device. The blood glucose reading was 125 mg/dl. Advised discontinuation of the insulin pump and that the customer consulted her doctor regarding device settings. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.